Manufacturer narrative:
The other additional device referenced is being filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported device damaged by another device was a result of user technique. The reported incomplete coaptation (slda) is a result of the device damaged by another device. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds) was advanced to the mitral valve. Although imaging was difficult, the clip was successfully deployed however there was a jet medial to the clip. A ntr cds was advanced however when testing the trajectory of the clip in the left atrium (la), the operator inadvertently crossed the valve with the cds and dislodged the first clip from the posterior leaflet (single leaflet device attachment (slda)). The ntr cds was removed. Another xtr clip was implanted to stabilize the slda clip. The procedure was completed with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.